Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. Thirteen days after being admitted, the patient was recovered from the peritonitis and was discharged from the hospital. At the time of this report, dianeal and extraneal therapy was ongoing. No additional information is available.